Event description:
It was reported that the endotracheal tube was involved in an operating room airway event in which the patient was extubated and then rapidly required re-intubation. After re-intubation, a bedside nurse reported an inability to pass a suction catheter through the endotracheal tube, and there was difficulty ventilating the patient with concern for airway obstruction. A chest x-ray was reviewed for tube placement, and bronchoscopy was performed, which showed the endotracheal tube was kinked and obstructing the airway. Bag-mask ventilation was required, and an ent physician was urgently consulted for emergency airway management in the operating room.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.